Manufacturer narrative:
The host was received and a visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated vision system where it booted up with no problems observed. A calibrated ozil handpiece was inserted into the system, where it primed and tuned with no problems. The system was able to run through various phaco modes at 100% ultrasonic and 100% torsional power with no problems. The sample was found to function as intended with no problems. The root cause of the reported event can be attributed to wear/reliability within the system as related to the host. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming host was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported no phaco during a cataract with intraocular lens implant (iol) procedure. The procedure was completed with no harm to the patient.